Event description:
Device issue: mislabeled. Time of device issue: during the procedure. Adverse event: none. It was reported that when the package was opened the guide wire inside appeared to be a j shape model and not a straight model as labeled. Some of the units from the same lot number have been checked and the same issue was noted. Thirty units from the same lot number were received. Reportedly, there was no patient involvement. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all relevant information.